Event description:
Healthcare professional (hcp) reports three incidents of pt reactions with the psn 210 dialyzer for the same pt. On one occassion upon initiation of treatment, the pt experienced back pain, chest pain, and right arm pain. Treatment was discontinued and blood was returned to the pt. The pt was administered benadryl (dose and route unknown). On a second occasion, upon initiation of treatment, the pt experienced back pain, chest pain, right arm pain, and hypertension (blood pressure = 230/115). Treatment was stopped, blood was returned to the pt and the dialyzer was flushed with 5 l ns. Treatment was resumed with the same dialyzer and the pt again experienced back pain, chest pain, and right arm pain. Treatment was stopped and blood was returned to the pt. Treatment was discontinued and pt was administered nitroglycerine sublingually (dose and route unknown), clonidine (dose and route unknown), and a catapres patch (dose unknown). On a third occassion, upon initiation of treatment, the pt experienced back pain, chest pain and hypertension. Treatment was stopped and blood was returned to the pt. The pt was administered zestril (dose and route unknown), clonidine (dose and route unknown), and a catapres patch (dose unknown). Hcp reported that the pt is experiencing some edema and wheezing but feels it is attributed to fluid retension as the pt has not been adequately dialyzed. It was also reported that the pt had undergone continuous renal replacement therapy using a membrane of a different type and experienced similar symptoms.